Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated an icl removal and replacement on (B)(6) 2022 for the patient's right eye (od). Reportedly post-op has seen improvement in the right eye and fluctuation of vision.

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 -13.5/2.5/102 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). It was explanted on (B)(6) 2022, due to an undesirable refractive outcome. It was later replaced for a same length lens of different diopter. Replacement has improved the patient's vision. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).